Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive. Customer declined tandem technical support's offer to perform a pump system check as the issue had resolved. Customer was able to interact with the pump. Customer's blood glucose was 159 mg/dl.